Manufacturer narrative:
Troubleshooting with technical support confirmed the display was turning off. Likely potential causes for no display are blown display fuse or blown capacitor, blown fuse to power supply, or display power supply malfunction. Welch allyn replaced the display to the customer. No further investigation will be conducted.

Event description:
Welch allyn received a report from a welch allyn customer stating that their acuity display shuts off. A display that shuts off during use could result in the loss of centralized patient monitoring. There was no death or injury associated with this complaint. The customer did not provide any patient information. This report was filed in our complaint handling system as complaint (B)(4).